Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with 1 syringe of juvéderm® vollure¿ xc into the marionnette lines and about 3 weeks later, patient presented with what "looked like a pimple" on the left side marionnette line. The area was drained and patient was given a steroid shot. Patient returned two days later and the spot looked better and "dried up". Patient was prescribed keflex. A week later, the spot was drained again but looked better. About a month and a half later, the patient called and reported the left side of the face was swollen and an oral steroid was prescribed. Event ongoing.